Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-14829 addresses the first rx cytology brush, and manufacturer report # 3005099803-2013-14830 addresses the second rx cytology brush. It was reported to boston scientific corporation that an rx cytology brush was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that a piece of the blue-colored tip of the sheath detached into the patient while the physician was using the first device. The detached piece was removed by another instrument. The same occurred with the second brush, and the detached piece was again removed. The procedure was completed using a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-14829 addresses the first rx cytology brush, and manufacturer report # 3005099803-2013-14830 addresses the second rx cytology brush. It was reported to boston scientific corporation that an rx cytology brush was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that a piece of the blue-colored tip of the sheath detached into the patient while the physician was using the first device. The detached piece was removed by another instrument. The same occurred with the second brush, and the detached piece was again removed. The procedure was completed using a third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of tip detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation found the brush retracted and the working length was kinked at approximately 53 cm from the distal end of the heat shrink. No break or tear was seen at the distal tip of the extrusion; the structural integrity of the distal tip was well maintained. A small amount of blue paint was peeled off at the tip of the sheath. The complaint that the working length detached was not confirmed. The returned device was visually inspected and was noted that the structural integrity of the tip was well maintained. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and no deviation was found. There was no indication that the device was used contrary to the dfu, and there is not enough information to determine whether the method of use contributed to the event.